Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting 2 episodes of oversensing on the right atrial, right ventricular and shock electrograms. The oversensing lead to 2 inappropriate shocks and pacing inhibition. The patient is not pacer dependant. All lead measurements were reported to be within normal limits.